Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who received clonidine and dilaudid (unknown concentrations and doses) in an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The pump and catheter were removed due to granuloma on (B)(6) 2012. The patient's healthcare provider (hcp) initially thought they had shingles due to one or two tiny bumps and was given medication. However, the symptoms did not resolve, but got worse. Approximately 6 months prior to explant, the patient experienced a sudden onset of numbness (losing feeling in legs and feet), tingling (paresthesia), and stinging/burning from the back around to the waist. At one point, the patient lost feeling from the wrist down. The patient's son was the one who recommended testing for granuloma. A CT scan was performed and the inflammatory mass was diagnosed. The surgeon removed what they could of the granuloma. The patient still experienced numbness and tingling .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.